Manufacturer narrative:
We have attempted to find out further information to confirm the two reported infections. At this time, we cannot determine which part number, lot number or any patient information regarding these incidents. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Also see 1032347-2008-00051.

Event description:
Doctor commented to our sales representative that he was no longer using our product, as he had two patients who developed infection after our product was implanted. Upon further investigation, these incidents occurred 1-2 years ago.